Event description:
The facility reported a flo-gard infusion pump experiencing an occlusion alarm, which occurred during programming/set-up in the emergency room. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Event description:
The facility reported a colleague infusion pump which reads air in line on channel c. This condition was identified during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the reported condition was found to have been caused by a faulty air in line printed circuit board, indicating a false air in line alarm. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump which reads air in line on channel c was confirmed during product evaluation. This condition was caused by a faulty channel c air in line printed circuit board. The channel c pumphead module was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.